Event description:
It was reported that stent positioning/placement problem occurred. An 8x60x75 epic¿ stent was selected for use to cover a left superficial femoral artery (sfa) lesion. During deployment the stent "jumped" about 1cm. A short length epic stent was then deployed to cover the remaining target lesion. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).